Event description:
It was further reported that the lower programmed rate of their ipg was further adjusted. It was also further reported that the patient experienced high heart rates during activity after their ipg was adjusted. It was further reported that the patient experienced tachycardia and irregular heartbeats. It was further reported by the patient that the doctor had to push really hard to get the device in place and it felt like chest compressions. It was further reported by the patient that the ipg moves around a little, that it can hurt sometimes, and is generally uncomfortable. It was further reported that when the patient went in for a scan the device was put into surescan mode and the pacing was too high to have the scan and the ipg was then programmed off for the scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they started having issues with edema in their legs and their diastolic blood pressure went up after their implantable pulse generator (ipg) was implanted. Patient stated that they have had problems with how it sits in their chest. The patient also mentioned that the lower programmed rate of their ipg was adjusted. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.